Event description:
The surgeon performed a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During reaming of the acetabulum and impaction of the acetabular cup, the surgeon did not believe the alignment numbers displayed by the (B)(4). After placing the cup, the system displayed 38 degrees of inclination, and 18 degrees of version; the plan was for 40 and 19 degrees, respectively. The surgeon did not believe the values, so he removed the cup and re-impacted manually. After measuring with the rio, he activated values of 77 and 38 degrees of inclination and version, respectively. The surgeon accepted this placement based on his clinical assessment, placed two screws for cup stability, and completed the case.

Manufacturer narrative:
As part of normal complaint f/u, an eval was conducted by mako surgical with regard to this issue. Case session files were reviewed on equivalent hardware, and no systemic issues were identified. X-ray analysis was performed on images of the final cup placement and resulted in 39.1 degrees of inclination and 46.5 degrees of version. These values indicate that the system displayed discrepant final values during the case. However, since no checkpoints were verified prior to or following manual impaction, the cause of this discrepancy cannot be confirmed.